Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had screen drift unable to calibrate and touch screen failure. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer and a bench engineer and has been investigated by the philips complaint handling team. Diagnostics confirmed the reported complaint, after calibration the touch screen would not function correctly. The device was returned to a philips bench repair facility for replacement of the display assembly (rdt display assembly kit, 453564842111) resolving the customer¿s complaint. Testing and verification was completed satisfactorily and the device was returned to service at the customer site. Based on the information available the cause of the reported problem was a device malfunction. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.